Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2013; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2013; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient's battery was being replaced due to end of life. The older battery was unable to be interrogated prior to the surgery. During the replacement, the new battery was interrogated, showing that one of the leads was showing all open electrodes. No circumstances were found to have caused the issue of the lead not connecting. The faulty lead was initially placed into the 0-7 slot in the battery, after all electrodes showed open, the lead was removed and placed in the 8-15 slot showing the same result of all open electrodes. The other lead had normal impedances. Leads were swapped positions within the battery with the same result in each position. Field contact was unable to determine which exact lead was faulty as it was implanted in 2013. Were able to get full coverage of the patients painful areas despite only having one working lead. Patient was very happy following the programming.